Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon went to resurface patella and just decided to exchange poly while he was doing the procedure. Patient was revised to a new poly. There was no breakage in the device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation. Sales rep was unable to obtain photos or x-rays.

Manufacturer narrative:
As reported, surgeon went to resurface patella and just decided to exchange poly while he was doing the procedure. Patient was revised to a new poly. There was no breakage in the device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation. Sales rep was unable to obtain photos or x-rays. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.